Event description:
It was reported that the patient's pacemaker exhibited crosstalk on the ventricular channel from atrial paced events. Programming changes were performed. The patient was asymptomatic throughout.